Manufacturer narrative:
H.6. Investigation summary: "bd received 2 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for cracked syringe with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of cracked syringe was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked syringe. Bd was not able to identify a root cause for the indicated failure mode." H3 other text : see h.10.

Event description:
It was reported when using the bd preset¿ eclipse¿ the customer found the syringe was crack. This event occurred two times. The following information was provided by the initial reporter. The customer stated: "according to the customer's report, during use, the hcp found that the syringes have been cracked."